Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump only had a partial display. It was reported that insulin pump was not dropped or bumped, but may have gotten wet. Customer's blood glucose was 14.8 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind test due to corroded motor home switch also, unable to perform functional testing due to motor error alarm. No missing segments or partial display was noted during our testing. The insulin had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.